Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a cryoablation procedure and as a result, spent three weeks in the hospital due to unknown complications. No further information is available. No further patient complications have been reported as a result of this event.